Event description:
It was stated that the customer did not fully charge the transmitter before connecting to the sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided about transmitter with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
The hospitalization information provided with initial report was incorrect. The correct information has been 'event description' section of this report. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose and got into an accident. Emergency medical services was dispatched and they were taken to the emergency room due to loss of consciousness and hypoglycemia on (B)(6) 2020. Sensor had died and they did not have anything to check their blood glucose values.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room due to unconscious with hypoglycemia on (B)(6), 2020. The customer¿s blood glucose level was unknown at time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose shots and glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Transmitter did not blink when connected to the sensor. The device will not be returned for analysis.